Event description:
Information received from the field does not address the patient's clinical status but notes that the device tripped to eri. The device image also showed a drop in battery voltage. The device had a history of multiple eri trips which were cleared each time. The patient will be scheduled for device replacement.